Event description:
It was reported via a trial that the target lesion was located in the second obtuse marginal with 95% stenosis, a length of 16 mm and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 18/20 mm study stent, and post-dilatation with 0% residual stenosis. A non-target lesion located in the 1st diagonal was treated with balloon angioplasty with 20% residual stenosis during the index procedure. A second non-target lesion located in the mid left anterior descending artery was treated with placement of a 3.0 x 18 mm non-study promus des with 0% residual stenosis. Post procedure, the pt's cardiac enzymes were noted to be elevated. The pt's troponin elevation was consistent with the protocol definition of a myocardial infarction (mi). The vessel location of the mi is unk. No action was taken to treat this event and on (B)(6) 2009, the event resolved without residual effects. The subject was discharged on aspirin and clopidogrel. No additional event or pt info is available. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.